Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending; however, the photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 07/2020).

Event description:
It was reported that post a catheter placement procedure, the wire was allegedly difficult to be removed and once pulled out, the wire was observed to be disentangled. It was further reported that post implant and later during a dialysis procedure, the device was allegedly found to have a crack at the ending of the arterial tube. The procedure was completed by connecting another perm catheter. There was no reported patient injury.

Event description:
It was reported that post a catheter placement procedure, the wire was allegedly difficult to be removed and once pulled out, the wire was observed to be disentangled. It was further reported that post implant and later during a dialysis procedure, the device was allegedly found to have a crack at the ending of the arterial tube. The procedure was completed by connecting another perm catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: per the complaint history review, this is the only complaint reported for this lot number. A DHR review is not required. Investigation summary: one glidepath hemodialysis catheter was returned for evaluation. Visual, microscopic, and functional evaluations were performed. One electronic photo was also provided for review. The investigation is inconclusive for the reported difficulty pulling out the wire after catheter implantation and the reported wire disentanglement, as a wire was not returned with the sample and no photos of a wire were provided. However, the investigation is confirmed for a partial split in the extension leg, as partial longitudinally aligned split was identified in the arterial extension leg approximately 2.5 cm from the distal end of the red luer. Microscopic observation revealed that the longitudinal split noted did not penetrate through the extension leg tubing. Both lumens of the glidepath hemodialysis were patent to infusion and aspiration with no issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 07/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.